Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a follow up and post-paced t-wave oversensing was observed on a stored egm. Programming options were recommended. The device remains implanted.